Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating low and high blood glucose level of 40-400's mg/dl. The customer stated that her blood glucose readings have been all over the place and her health care provider needs to adjust her basal rates. Customer treated for low with glucose tablets and cookies. Customer declined to troubleshoot for high readings. The product was not returned for analysis.